Event description:
The customer reported that this was the patient's 3rd rf ablation procedure. This and the previous ablation was on a tumor at s8 near the bile duct. The ablation started at 60w, and the patient started complaining of pain and the pain became worse when output reached 80w after 1 minute. Six minutes later, the patient became calm so output was turned up to 90w. Then, the patient felt nausea and vomited with blood. The doctor pulled the needle 5mm back and tried continuing the procedure but the patient complained of severe pain. The ablation procedure was stopped. The patient then vomited large amounts of blood. Blood in biliary tract was confirmed in a later test. The next day, the patient was reported as ok with no pain. The needle was not saved. The customer stated they did not consider this an issue caused by a needle or generator malfunction. During the procedure, the needle tract was checked.

Manufacturer narrative:
The site reported that the needle electrode was not saved for evaluation. In addition, the customer stated they did not consider this an issue caused by a needle or generator malfunction.